Event description:
On 12/26/2023, it was reported by an arthrex subsidiary employee via email that an ar-4501 meniscal cinch ii did not deploy the second anchor, and the tip of the delivery needle broke inside the patient. The broken fragments were moved. This was discovered during a knee arthroscopic procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer attached picture. The complaint devices were not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude that a user error is the most likely cause(s) for the reported failure can be a user error due user error from excessive force applied during use.

Manufacturer narrative:
Additional information: b5, g3, h6. H6 updated from health effect - clinical code 4580- insufficient information to 4582- no clinical signs, symptoms or conditions. Updated from health effect - impact code 4648- insufficient information to 4633-surgical procedure delayed.

Event description:
Additional information received on 2/7/2024: this was discovered during a meniscus repair procedure, and it was completed using three additional ar-4501 meniscal cinch ii. The case was delayed about ten minutes while the surgeon removed everything inside the patient. Additional anesthesia was not needed, and the patient suffered no negative effects.